Event description:
It was reported that this pacemaker exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 3000 ohms. Additionally, there was loss of capture, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. It was noted that the noise appeared to be due to oversensing of the minute ventilation/respiratory sensor signal. The lead measurements were noted to be good in unipolar configuration; therefore, the physician elected to leave the lead programmed in unipolar, and would continue to monitor the patient. The device remains in service.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to provide updated evaluation coding.